Manufacturer narrative:
Anaplastic large cell lymphoma has been confirmed with histopathological markers of cd30+ and alk-. Citation: d. Craciun, et. Al. "Investigating the timeline: breast implant associated anaplastic large cell lymphoma and systemic lupus- a case report". Annual congress of the european journal of nuclear medicine and molecular imaging (2024), 51 (suppl 1): s1-s1026, p.s902, abstract: ep-1186. Hamburg, germany. Date: oct 19-23, 2024. The events of lymphoma-alcl-confirmed and drainage are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: lymphoma-alcl-confirmed, drainage. Additional authors contact information: (B)(6).

Event description:
Healthcare professional via article "investigating the timeline: breast implant-associated anaplastic large cell lymphoma and systemic lupus - a case report" reported "bia-alcl, inflammation, accumulation of periprosthetic fluid, redness and purulent discharge at the incision side, cutaneous eruptions, lymph nodes" also reported "systemic lupus erythematosus (sle) which is deemed not device related". Histopathological markers alk - and cd30+ have been reported. This record is for the right side. Device was explanted. Manufacturer of the device is unknown.